Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The dilator did not look normal at the tip, so the sheath was replaced. The dilator tip appeared to be sharp. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return, a kink was found at the distal end of the shaft. The functionality of the sheath was tested; it was able to deflect and hold deflection. Inspection under the microscope confirmed damage at the tip of the dilator.

Event description:
It was reported that during preparation for a procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The dilator did not look normal at the tip, so the sheath was replaced. The dilator tip appeared to be sharp. The procedure was completed with no patient complications. The device is expected to be returned for analysis.